Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart tests. Unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed motor test. The pump was monitored and the vibration functioned properly during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the pump had a scratch on the led screen and upper portion of reservoir. The customer's blood glucose was 16.9mmol/l, correction was given. They also noted that the pump was not vibrating anymore. Performed self-test and pump did not pass the vibrate test. The customer was advised the pump will be replaced.